Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4) - upon review of the medical records, the patient had a monarch sling implanted on (B)(6) 2006. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03159. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and anterior repair with perigee mesh and mesh and a monarc subfascial hammock were implanted on (B)(6) 2006. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures including mesh excision due to erosion on (B)(6) 2009. No additional information is provided at this time.